Event description:
The customer reported multiple intermittent occlusion alarms. The occlusion issue resulted in the customer's blood glucose level being reported as "high," though the specific value was unknown. To address the high blood glucose level, the customer administered a correction bolus using the pump and changed the cartridge before resuming insulin. Customer did not require third-party assistance.